Event description:
It was reported that ipg was inoperable as ipg was no longer able to connect to his battery and uses tonic stimulation, which uses more power over a long period of time. Therefore, due to being unable to connect to the battery or charge the battery, it had reached its end-of-life. Surgical intervention was undertaken wherein the ipg was replaced and therapy restored.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.